Event description:
It was reported that at follow-up, the patient complained that she felt faint -with unconsciousness-. When replacing the lead, macroscopic insulation damage was noted between the suture sleeve and the connector. The patient's current status was fine but she was experiencing stimulation failure and felt faint. The patient was pacemaker dependant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was twisted. The proximal insulation was also abraded between 6.7 - 7.2 cm from the connector pin and the sensing coil was exposed at the same area.